Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. There is no reagent or urine available to be returned for investigation. The customer explains that the maintenance may not have been performed as outlined in the operators guide. Proper maintenance and technique were reviewed with the customer. The customer has been advised to perform proper maintenance and has had no further discrepancies.

Event description:
The customer reported a false negative urine hcg result on the clinitek status+ when compared to a serum quantitative result. There was no report of injury due to this event.